Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.

Event description:
It was reported the impedance for all three lead channels measured "inf". Oversensing was also indicated. The leads were tested, found to be within normal limits, and reused. The device was programmed to odo and explanted and replaced several days later. The device was subsequently returned with a report of no output, noise, no vf detection, sensing difficulty, left ventricular and atrial lead impedance of greater than 2000 ohms, and right ventricular impedance of less than 200 ohms. No patient complications have been reported as a result of this event.